Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during preparation, the device would not inflate during two attempts. No pressure was held. No patient effects were reported. The device was not used on the patient. No additional event or patient information is available. This is being reported based on the returned product analysis which identified a balloon rupture.

Manufacturer narrative:
Product performance engineering was unable to determine a conclusive root cause for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast visible in the inflation lumen and balloon. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon when fluid leaked out of a pinhole in the balloon 2 mm proximal to the proximal marker. There was a longitudinal scratch parallel to the pinhole in the balloon for a length of 3 mm. Product performance engineering reviewed the incident information and analysis results. It was reported that during preparation that the powersail could not be inflated when two attempts were made. It was reported that the device could not hold pressure and was not used in the patient. Factors that can contribute to difficulties inflating include, but are not limited to, obstructions in the inflation lumen, tears, ruptures, kinks, or tortuous anatomy. The condition of the returned device appears to be inconsistent with the reported information that the difficulties were experienced during preparation since blood was observed on the device suggesting that it had been used in a patient. Analysis of the returned device revealed blood and contrast in the balloon and inflation lumen, suggesting a balloon rupture. The balloon was loosely folded. The balloon rupture was confirmed when a new indeflator filled with water was used to pressurize the balloon and fluid leaked from a pinhole proximal to the proximal marker band. A longitudinal scratch was observed on the balloon parallel to the pinhole. A scratch located near the pinhole suggests that the outer surface of the balloon may have been mechanically damaged, such that upon the inflation attempt led to the balloon rupture. The scratch could have been a result of manufacturing, handling interactions with patient anatomy or other devices. The inflation pressure applied during use was not reported, which could have aided in the investigation. A review of the balloon rupture testing for this lot performed during reliability engineering showed the data exceeded rated burst pressure (rbp). A definite root cause for the balloon rupture could not be determined, but it may be related to circumstances during the procedure. A lot history record for this product was reviewed and there are no non-conformances that could have contributed to this complaint. This MDR is considered closed by the product performance group.